Event description:
It was reported that a malfunction occurred on a pump, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information to reset the pump, which was successfully done as the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred. No additional assistance was required, and the customer opted to handle a cartridge reload independently.